Manufacturer narrative:
(B)(4).

Event description:
It was reported that the case was cancelled due to a perforation of either the cs with a decapolar catheter or the left atrial appendage with a 4mm thermocool catheter. This occurred at the beginning of the case when the physician was positioning catheter in the left atrium after transseptal puncture. The patient required emergency pericardiocentesis and was taken to the or. It was noted that it took 1.5 hours to canulate the cs. The patient had a medical history of chronic af and congenital heart issues.